Event description:
The device was returned for evaluation. Installed lvp onto flow accuracy for initial testing. Upon turning on the lvp, a pump problem warning along with two red led indicators were present. A disassembly of the lvp was performed to find the root cause of failure and to investigate possible set ID fluid ingress. The lvp was disassembled until the removal of the set ID was reached. Upon inspection, it was discovered that the one of the set ID's wires was pinched. This was the result of improper routing of the cabling during assembly. The set ID was removed and inspected for fluid ingress and pcba functionality. There were no signs of fluid ingress and the gasket seal around the set ID was intact. The pcba of the set ID was tested to ensure functionality, it passed testing qualifications. A "golden" set ID was installed into the lvp and the unit was reassembled to see if the initial failure messages was present upon start up. The lvp was installed into the flow accuracy test station and then powered on. The same error message as before presented it self upon start up. It was there for concluded that the presented failure message displayed on the lvp was indicative of a som failure.

Event description:
Customer reports the following: "biomed reported that pump says needs service multiple times during infusion test. No patient harm." Preliminary review indicates that there was a som failure; this device had been involved in a previous complaint with the same failure mode where a product return was requested by fresenius kabi, but the product was put back to clinical use (by the customer) instead. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no patient involvement. More information is needed to complete the investigation.